Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in the operating room, prior to a surgical procedure, it was observed that the quick coupling chuck device would not hold the drill bit. According to the report, when the device was pulled back, the device would not capture the drill bit. The report stated that there was no surgeon or patient in the room at the time of the event. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.